Manufacturer narrative:
(B)(4). Date sent: 4-12-2017. Batch m92h4w. The device was received with the top of the I-blade upper tip broken off returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It is possible the stiffing issues reported could be happened before the I-blade became damaged. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic gastric perforation surgery, the handle was too stiff to grasp. I-blade was broken off outside the patient when the handle was grasped firmly. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.